Event description:
It was reported that the device was overheating. There was no patient impact.

Manufacturer narrative:
Device evaluated by MFR : analysis of product ID: 1899200 of serial # (B)(4) and lot # 218546565 found that the rear bearings were severely corroded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluated by MFR : analysis of product ID: 1899200 of serial # (B)(4) and lot # 218546565 found that the rear bearings were severely corroded. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was overheating. There was no patient impact.